Event description:
It was reported that during follow-up, low sensing and high capture threshold were observed. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.